Event description:
It was reported that the user experienced difficulty charging the ilet until instructed to remove the belt clip, position the screen facing up, and place the device flush on the charging pad, after which charging proceeded as intended. Customer care agent provided support that included user education conducted remotely. Investigation of this case revealed user technique as the cause, with the device functioning as designed. No symptoms reported during the event. Outcomes included no impact on health and no medical intervention. It was concluded that the event was not related to a device malfunction and did not result in injury.